Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 UDI number. A getinge field service engineer (fse) says there were traces of blood contamination and when fse checked with the medical engineer, he said he was not sure if blood had been mixed in. Fse replaced blood detect tube, purge valve, crm replaced.operational inspection was carried out based on the inspection record sheet.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) had traces of blood contamination near the crm and glass tube. There was no patient involved .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.